Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with bradycardia. It was noted that right ventricular lead exhibited diaphragmatic stimulation that was oversensed by the device and led to pacing inhibition. The lead was explanted and replaced with a competitor lead. The patient was in stable condition.